Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator, and lead prior to distribution.

Event description:
Reporter indicated a recently implanted vns pt developed a hematoma in the neck wound. No infection was present. The pt was treated with antibiotics and improved. Follow-up with the reporter revealed the hematoma was due to the recent vns implant surgery and that a hematoma is a potential complication of vns surgery.